Event description:
This complaint is now reportable based on the analysis completed on 03/30/2006. During a coronary drug eluting stenting treatment procedure there was crossing inability to the lesion. However, the returned product confirmed that there was stent damage. The physician attempted to place a 3.5 x 32mm taxus express2 drug eluting stent but was unable to cross the lesion located in the right coronary artery (rca). The procedure was completed with another device. The pt was reported as satisfied/good. There were no pt complications reported.